Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2023, 1739 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2023, 1739 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker (currently), substance abuse (current, marijuana, twice daily), penicillin allergy, multiparous, multigravida, cesarean section (3), ovarian cyst and uterine fibroid. Previously administered products included: acetaminophen: 650 mg, enoxaparin: 40 mg, hydromorphone: 0.5 mg, ketorolac: 15 mg and naloxone: 0.4 mg. The patient had a family history of cerebrovascular accident, myocardial infarction, skin cancer, uterine fibroids and ovarian cyst. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2023, 1739 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure removal was without complications. Findings: 15 cm 300g pedunculated hemorrhagic mass arising from uterine fundus, adherent to multiple pelvic structures (uterine weight greater than 250 g), not involving either adnexa. Fs benign. Essure visible at right cornua, subserosal, not in tube. Normal bilateral tubes and ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: surgical pathology final report. Clinical information: clinical history: uterine fibroid/ovarian cyst. Surgical procedure: robotic assisted total hysterectomy bilateral salpingectomy surgical specimen. A uterus cervix bilateral fallopian tubes. B uterine surface mass surgical pathology diagnosis a. Hysterectomy. Bilateral salpingectomy adenomyosis benign cervix endocervix secretory endometrium and bilateral fallopian tubes focal serosal reactive/reparative changes b. Uterine serosal mass organizing blood clot surgical microscopic description: benign paratubal cysts of fallopian tube are present within the myometrium a focus of benign endometrial glands are surrounded by benign endometrial stroma. Surgical gross description: the right fundic aspect of the serosal surface adjacent to the right fallopian tube displays a 1 x 0.9 x 0.3 cm curvilinear portion of embedded coiled and gray metal which is grossly consistent with a portion of an essure device. Extending into the endometrial cavity from the left cornu is a 0.6 cm long by 0.3 cm in diameter coiled piece of silver-colored metal which is grossly consistent with a portion of an essure device sectioning of the underlying myometrial tissue in this region reveals the remainder of the essure device embedded within the myometrial tissue the essure device does not extend into the left fallopian tube sectioning of the myometrium in the right conu reveals the entirety of the right essure device within the subserosal tissue and underlying myometrial tissue as previously mentioned no device material extends into the right fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical records provided: new reporter added (physician); medical history and lab data added; essure was inserted for permanent birth control by bilateral occlusion of the fallopian tubes. Essure was removed via robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, uterine weight was greater than 250 g. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.